Event description:
It was reported that the stent moved on balloon. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery (rca). After lesion preparation with intravascular lithotripsy (ivl) and pre-dilatation using a non-compliant balloon, a 3.00 x 48mm synergy xd drug-eluting stent balloon was advanced for treatment. However, crossing difficulty was encountered and, as the device was being pulled back, the stent partially dislodged from the balloon. Further pre-dilatation was performed and a shorter stent was used to complete the procedure. There were no patient complications reported.